Event description:
It was reported that there were particles in a large volume infusor. This was noted during filling of the device with an unknown drug. There was no patient involvement. No additional information is available. This is report 10 of 10.

Manufacturer narrative:
(B)(4). Device manufactured date: 09/18/2014 - 09/19/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.